Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a split in the tubing through vl57a. The fse replaced the tubing. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. While correcting the cause of the leak, the fse identified a split in another tubing, the normally closed line at valve vl57a on the dilutor panel. The fse replaced this tubing and resolved the issue. There were no erroneous test results reported for this event. The operator was wearing personal protective equipment of lab coat and gloves, and there was no exposure to biohazardous materials reported. There was no death, injury or affect to user or patient treatment.